Event description:
A patient reported blood glucose results of "185 mg/dl and 90 mg/dl" with a lifescan meter, performed within 10 minutes of each other, thereby indication a potential malfunction of the meter in terms of precision. The test strips and control solution were replaced.